Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a button error alarm and an unexpected restart. Customer also stated that the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 38 mg/dl. The customer reported treating the low with food. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted. Unable to verify alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.